Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred. There was no harm or injury reported. No medical intervention was specified for the patient. The device has not been returned to the manufacturer. The customer stated that only the pap portion of the device will be returned. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.